Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving dilaudid ( concentration 1mg, dose 0.75mg), bupivacaine (concentration 7.5mg, dose 5.6mg) and clonidine (concentration 50mcg, dose 37.535mcg) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The pump and catheter were explanted on this report date because the managing doctor reported an expected return of 1ml when they got 28cc, it was noted that the managing doctor could not identify the reason for the volume differences. A rotor study was not performed. An indium study and normal catheter dye study were performed prior to the removal of the devices, the results were not provided for the indium study but it was noted that the catheter dye study showed no issues. At the time of this report, the issue was noted to have been resolved. It was noted on the returned paperwork for the devices that the pump potentially had drug in it. The patient recovered without sequelae. Additional information has been requested regarding symptoms experienced but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) analysis of the pump found ¿no anomaly¿. Result code and conclusion code are no longer applicable for this event.

Event description:
Additional information was received from a company representative on (B)(6) 2015 and it was reported that this reporter was unaware of a change in symptoms as a result of the volume issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.